Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. (B)(6). Manufacture date ¿ unknown. This information was originally reported on 1825034-2015-02952 which referenced a journal article written on a study that this patient took part in.

Event description:
Patient was listed as taking part of the study in a journal article titled, "a second decade lifetable survival analysis of the oxford unicompartmental knee arthroplasty". It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to pain. All components were removed and replaced with a total knee.